Manufacturer narrative:
Product event summary - the proximal segment of the lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the patient received inappropriate shocks due to a fracture in the right ventricular lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were ten ventricular non-sustained episodes less than or equal to 210 milliseconds on 2013 (B)(4). There were nine ventricular fibrillations less than or equal to 210 milliseconds average per ventricular cycle between 2013 (B)(4) and 2013 (B)(4). There were ventricular short interval counts equal to 4570 counts, in 46.81 days, between 2013 (B)(4) and 2013 (B)(4). (B)(4) implantable cardioverter defibrillator, 2009 (B)(6). (B)(4).